Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that there was a noticeable change with this right ventricular (rv) lead. This right ventricular (rv) lead exhibited a sudden increase in pace impedance measurements, measuring from approximately 400 ohms to 1900 ohms range. Additionally, this rv lead displayed noise and oversensing. Subsequently, this rv lead was surgically capped and is now out of service. A new rv lead was implanted. No additional adverse patient effects were reported.